Manufacturer narrative:
The instrument was returned and evaluated. Complaint loose wire is not confirmed, however finding is scratch on maintube. Distal end of main tube has various scratch marks with light material removal. Suggesting the may have been caused by instrument collisions or rough handling. Electrical continuity passed. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, during set up, the surgical staff reported seeing a loose wire on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.